Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone, the customer was experiencing high blood glucose over 600 mg/dl and she believes it might have to do something with the insulin pump. Customer stated with highs at 330 mg/dl and current is 489 mg/dl. The infusion set was changed and the customer's blood glucose lowered. Customer was having dry mouth and pains when urinating, no uti. Troubleshooting was partially performed as customer's daughter declined to check: for air bubbles, for leaks, if settings were correct, possible site issues. No anomalies were found in the bolus history. High pressure test was performed and the device passed. Customer's daughter was advised the device is working as designed and is not returning the device for analysis.